Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead model 6949 is part of the advisory.

Event description:
An allegation from an attorney indicated that the patient implanted with the right ventricular lead "suffered physical and other injury, including an untimely and wrongful death". Approximately three years later, an allegation from a second attorney indicated the patient implanted with a right ventricular lead is deceased and no further information was provided. Further review of the event and manufacturer's database revealed the patient died approximately twenty-seven days post replacement of the device system.